Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: health effect: clinical code (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Device returned / DHR not received / analysis incomplete. Type of investigation: testing of actual/suspected device ((B)(4)). Investigation findings: results pending completion of investigation ((B)(4)). Investigation conclusions: conclusion not yet available ((B)(4)). Device evaluated by manufacturer: no. Reason for non-evaluation: other. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified saline breast implant experienced right sided breast pain and deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.